Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73k1800902 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon was performing a laparoscopic cholecystectomy. The first two clips loaded okay, next the clips jammed and would not open properly when the device was reloaded. The surgeon retracted the device to test it outside the patient and only one of the next three clips fired properly. A new applier was used to finish the procedure.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and the first clip out of position in the channel. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the applier as the feeder was to the side of the clip. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The sample was received with 8 clips remaining in the channel, indicating that 7 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jamming" was confirmed based upon the sample received. The sample was returned with its rotation tab bent and the first clip out of position in the channel. Upon functional inspection, the first clip was unable to load properly into the jaws of the applier as the feeder was to the side of the clip. It was found that the clips were out of position and stacking on one another. The sample was received with 8 clips remaining in the channel, indicating that 7 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the surgeon was performing a laparoscopic cholecystectomy. The first two clips loaded okay, next the clips jammed and would not open properly when the device was reloaded. The surgeon retracted the device to test it outside the patient and only one of the next three clips fired properly. A new applier was used to finish the procedure.